Manufacturer narrative:
Continuation of d10: product ID evolutfx-26 (serial: (B)(6); product type: 0195-heart valves; implant date (B)(6) 2023; explant date product ID l-evolutfx-2329 (lot: 0011780418); product type: 0195-heart valves; implant date n/a; explant date n/a medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve via the left subclavian artery, a large diameter and mildly tortuous vessel, the inline sheath was used to skip the pre-implant balloon aortic valvuloplasty. The aortic valve was crossed with a non-medtronic guidewire and retained with a 7 fr sheath, and the valve was inserted. Upon three deployment attempts, the valve dislodged due to minimal calcification in the native annulus. The third attempt was at a depth of approximately 7 mm on the left coronary cusp and non-coronary cusp, and a left bundle branch block (lbbb) occurred. As the valve was repositioned more shallow, the mitral regurgitation (mr) worsened to moderate-severe. The valve was implanted at "an early stage" and the mr decreased to mild-moderate after placement. There was no paravalvular leak, and the pressure gradient was 6 mmhg. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the left bundle branch block did not remain following the valve implant procedure. In addition, no permanent pacemaker was implanted. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. This is a system report. The section d information is for the primary device, which was in use with the following: brand name: evolutfx valve, product ID: evolutfx-26, serial: (B)(6), use by date: 2025-07-28, UDI: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve via the left subclavian artery, a large diameter and mildly tortuous vessel, the inline sheath was used to skip the pre-implant balloon aortic valvuloplasty. The aortic valve was crossed with a non-medtronic guidewire (safari) and retained with a 7 fr sheath, and the valve was inserted. Upon three deployment attempts, the valve dislodged due to minimal calcification in the native annulus. The third attempt was at a depth of approximately 7 mm on the left coronary cusp and non-coronary cusp, and a left bundle branch block (lbbb) occurred. As the valve was repositioned more shallow, the mitral regurgitation (mr) worsened to moderate-severe. The valve was implanted at "an early stage" and the mr decreased to mild-moderate after placement. There was no paravalvular leak, and the pressure gradient was 6 mmhg. No additional adverse patient effects were reported. Additional information was received that the left bundle branch block did not remain following the valve implant procedure. In addition, no permanent pacemaker was implanted. No adverse patient effects were reported.